Manufacturer narrative:
Unit received with dog chew marks. No button error alarm. Unit received with minor scratched display window, cracked case at display window corner and broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error while customer was changing clothes. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.